Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot/serial#: (B)(4), product type: lead. Product ID: 3387s-40, lot/serial#: (B)(4), implanted: (B)(6) 2018, product type: lead .product ID: 3708660, lot/serial#: (B)(4), implanted: (B)(6) 2018, product type: extension. Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 14-jun-2020, UDI#: (B)(4). Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 14-jun-2020, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 21-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient was getting dysmetria. It was believed to possibly be related to the stimulation. The ins was turned off and on to try to resolve the issue, but it did not resolve. It was suggested post operation to review as well as advised to contact medical affairs. There were no further complications reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# va1jerz serial# implanted: explanted: product type lead product ID (B)(4) lot# va1jerz serial# implanted: (B)(6) 2018 explanted: product type lead product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2018 explanted: product type extension .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the doctor believed the dysmetria to be a result of the stimulation. The issue had not resolved and the information had been confirmed with the physician/account. There were no further complications reported.